Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed, and the customer's problem was confirmed. Found that the microprocessor unit board clock battery lead contact was pulled off causing alarm message to display error code. The most probable cause of the issue was a damaged microprocessor unit board, and it was replaced to fix the issue.

Event description:
It was reported that there were confirmed error codes, 1260, 1210, and 1310 and the clock battery was not showing the date. There was no patient involvement, and no patient harm/adverse event reported.